Manufacturer narrative:
H.6 investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for a broken cap with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to broken cap was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10

Event description:
It was reported that before use of the bd microtainer® contact-activated lancet when opening the package the cap was broken. The following information was provided by the initial reporter, translated from japanese to english: when opening the package, the cap was broken.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd microtainer® contact activated lancet when opening the package the cap was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: when opening the package, the cap was broken.